Event description:
It was reported that the clip got broken at loading during surgery. It occurred to three clips in the same cartridge. Therefore, a new cartridge of the same size was used instead. No clip fell in the patient. It is unknown what vessel was going to be clipped. The applier used with the clip was not available for return.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2200288 investigation did not show issues related to the complaint.